Manufacturer narrative:
Concomitant medical products: baxter, 1000ml IV bag of 0.9% sodium chloride injection, lot #y005538, exp. Jun 17; 8100; 8015; therapy date: (B)(6) 2016. The customer¿s report of bulging was confirmed. Visual inspection revealed a bulge in the silicone segment next to the upper fitment. Functional testing was performed; no alarms occurred. The set was pressure tested and the bulged area started to balloon at approximately 9 psi. The root cause of the balloon in the silicone segment could not be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer complained that while troubleshooting an occlusion alarm on a tko line in the ccmu, the nurse noticed the silicone segment of the primary tubing was bulging. The nurse changed the tubing and the infusion continued. There was no harm reported.

Manufacturer narrative:
Additional information provided from customer medwatch (B)(4).

Event description:
Received a medwatch report which stated: "IV infusing- pump was beeping occlusion- rn opened pump and IV tubing had IV fluid accumulated- ballooned out tubing. Rn changed tubing and saved tubing."